Event description:
It was reported that a perceval plus valve, pvf-m was used for a double valve (mitral and aortic) procedure on (B)(6) 2025. The aorta was reported as porcelain and heavily calcified. Perceval was used to help get the patient out of the or as patient was not tolerating the surgery well. A medium perceval was implanted, and it was found that there was a paravalvular leak following the implant. Following surgery, a balloon was used to open the valve in the cath lab, which helped a little but was not enough to stop the leak. As such, patient was brought back for a surgery and the perceval valve was explanted and complete aortic root replacement was performed. It is reported that the patient is still recovering from this procedure at this time. Based on the medical judgment received, the issue most likely occurred due to the amount of calcium and no issue with the perceval valve was reported. Based on the further information received, the surgery was full sternotomy, and the perceval implant occurred after mitral valve replacement and ballooning was performed. Manufacturer was informed that no further information will be provided.

Manufacturer narrative:
Patient identifier in section a1 was mistakenly included as (B)(6) in the initial report instead of (B)(6) which is now updated. The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Based on the medical judgment received, the issue most likely occurred due to the amount of calcium and no issue with the perceval valve was reported. Furthermore, from the document review performed, no manufacturing deficiencies were noted. As such, based on the medical judgement, the cause of the event was related to patient condition.

Event description:
It was reported that a perceval plus valve, pvf-m was used for a double valve (mitral and aortic) procedure on (B)(6) 2025. The aorta was reported as porcelain and heavily calcified. Perceval was used to help get the patient out of the or as patient was not tolerating the surgery well. A medium perceval was implanted, and it was found that there was a paravalvular leak following the implant. Following surgery, a balloon was used to open the valve in the cath lab, which helped a little but was not enough to stop the leak. As such, patient was brought back for a surgery and the perceval valve was explanted and complete aortic root replacement was performed. It is reported that the patient is still recovering from this procedure at this time. Based on the medical judgment received, the issue most likely occurred due to the amount of calcium and no issue with the perceval valve was reported.